Manufacturer narrative:
An event regarding revision due to pain involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the product was not returned for evaluation. Clinician review: not performed as medical records were not provided. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification and evaluation, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to pain and metallosis. Intraoperatively, trunnionosis and discoloration of the liner were observed. A stryker shell, head, and liner were revised to a stryker ceramic head, shell, and liner. Update january 8, 2019: as per clinical consultant, "the 'discoloration' as noted in the photo is normal from extended exposure to synovial fluid and does not represent either pathology or faulty manufacturing or material factors."